Event description:
It was reported that following a 2010 car wreck the patient's pain got tremendously worse, and the stimulation caused him pain. He was reprogrammed and that started to help for a while but then the pain started getting worse. The patient had not charged the ins for six months and an overdischarge was suspected. The patient was considering having the scs taken out and replaced with a pump. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the patient did not feel spinal cord stimulation (scs) helped and wouldn't use it. It was noted the patient's unit was overdischarged. The patient experienced continued pain. No patient injury was reported. It was also noted the patient was being considered for a pump.

Manufacturer narrative:
(B)(4). Lead: model 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk; extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk; extension: model 3708160 serial# (B)(4), implanted: (B)(6) 2009, explanted: unk; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).